Event description:
It was reported the pt is experiencing pain near the ipg site. The pain only occurs when stimulation is deactivated. No further complications have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.